Event description:
"The safety device designed to protect the tip of the needle after removal from the catheter deployed prematurely and remained on the shaft of the needle below the tip. Hospital requires the use of these introcan safety IV catheters and due to the false sense of security; one of user facility paramedics received a needle stick from a disposed IV catheter."